Manufacturer narrative:
(B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. The distal section of the device was not returned for analysis; this included a portion of the mid shaft, the inner/outer polymer extrusion, balloon, tip and stent sections. The stent was not returned for analysis. The maximum crimped stent profile measurement at the time of manufacture for the device was reviewed and was within the specification. A visual and tactile examination of the device found a partial hypotube break 495mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. This type of damage is consistent with excessive force being applied to the delivery system. The inner/outer of the shaft polymer extrusion was not returned for analysis. A visual and tactile examination of the mid-shaft section found a mid shaft break 41 mm distal from the mid shaft hypotube bond exposing the core wire. A severe kink was also noted in the core wire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 23mm x 3.1mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified left circumflex (lcx) artery. After pre-dilatation was performed resulting to 85% residual stenosis, a 3.00x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed mid-shaft and hypotube breaks.